Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to test the excessive no delivery or occlusion tests due to the motor error alarms. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, broken battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt. The caller did not know the blood glucose reading. The customer stated that the insulin pump had been dropped, and there was a piece that had chipped off from the battery compartment. She did not recall whether the insulin pump had also alarmed indicating a motor position encoder error. The customer also reported that the insulin pump alarmed no delivery twice. The blood glucose reading was over 600 mg/dl, which the customer stated may have been triggered by the steroids she was taking. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.